Manufacturer narrative:
The investigation confirmed that non-reproducible and higher than expected vitros trop I es results were obtained from 2 patient samples processed on the vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was reported to be within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, a vitros tropi es lot 2064 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2064 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer is adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained non-reproducible and higher than expected vitros tropi es results from two patient samples processed on a vitros eci immunodiagnostic system. Vitros tropi es result of 1.57 ng/ml vs. An expected result of <0.012 ng/ml. Vitros tropi es result of 3.23 ng/ml vs. An expected result of <0.012 ng/ml. The higher than expected vitros tropi es results were reported from the laboratory. It is not known if a corrected report was issued upon retest of the sample. No treatment was altered, stopped or initiated as a result and there was no allegation of patient harm. (B)(4).